Event description:
It was reported that during the implant attempt the helix on the right atrial lead would not extend or retract resulting in positioning/fixing difficulties. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned to the manufacturer and analyzed. The distal conductor and all conductors were distorted. There was blood in/on the helix/lobe mechanism and the helix/lobe was distorted/bent. The lead was stretched and damaged at implant. The analyst noted that the lead was returned with the helix fully extended, with blood and tissue on it. The distal conductor distorted within the connector.